Manufacturer narrative:
A material analysis has been performed. The report concluded: wear marks from previous use and the locking pin can be seen. The pin is part of the locking mechanism of the assembly and it appears that the pin is properly located in the assembly. No damage affecting functionality of the assembly was observed during this examination. The event could not be confirmed. The investigation concluded that the reamer driver is acceptable as no damage affecting functionality of the assembly was observed during this examination. The reported event is most likely due to improper insertion/extraction of mating part, forcing the pin to bend away from it nominal position, toward the exterior edge of the device.

Event description:
Nurse (B)(6) of the hospital reported to our sales rep (B)(4) that she was observing a surgery procedure. During this procedure she observed that the adapter didn't keep the attached instruments any more. There was no replacement available but the surgeon could complete the surgery with the instrument. No further consequences reported.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
(B)(6) of the hospital reported to our sales rep (B)(4) that she was observing a surgery procedure. During this procedure she observed that the adapter didn't keep the attached instruments any more. There was no replacement available but the surgeon could complete the surgery with the instrument. No further consequences reported.